Manufacturer narrative:
No product evaluation can be conducted. The user facility has not returned/released the suspect device. The detached section of the custom instrument is approximately .900 in length and was manufactured out of 17-4 stainless steel. It remains positioned within the patients l4/l5 disk space. A review of the device history records for the custom manufactured instrument revealed no irregularities. Upon the receipt of additional information and/or the suspect device, a follow up submission will be provided.

Manufacturer narrative:
An evaluation of the returned custom inserter found the likely cause of the said failure was static overload of the instrument at the location of the failure. Root cause cannot be positively confirmed as it is a custom device built to the surgeon's specification. The most probable cause(s) are inadequate design strength at the customer-specified feature (notch tooth feature) and/or unintended application of excessive force by the surgeon during use. This device was a custom-built instrument made in accordance with the surgeon specification. No manufacturing anomalies or material deficiencies were identified in the investigation.

Event description:
The distal tip of a custom lumbar inserter/distractor fractured and broke while implanting a 14mm solus spacer. The detached section remains confined within the patients l4/l5 disk space. There are no plans for removal of the tip at this time.